Manufacturer narrative:
Results: inherent risk of procedure ¿ (cva/stroke). Conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
During index procedure the physician used a mo.ma. Ultra cerebral protection device and an unknown stent to treat the right ica. It is reported that 7 days later the patient expired following intracerebral bleeding due to hyperperfusion syndrome. Investigator has assessed that the event was not related to the study device or the procedure.

Event description:
Previously reported stroke was treated with antihypertensive